Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion in the mildly tortuous proximal rca. Despite predilatation, the lesion could not be crossed with the device due to the angulation and stenosis severity. Another stent was used successfully.

Manufacturer narrative:
Combination product: yes additional information: treated was a moderately calcified long cto lesion. The physician stated that the complaint device could not cross the lesion due to the severity of the angulation and the stenosis. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the provided angiographic material and the cathlab report were reviewed. The technical investigation of the returned device showed that the balloon is still well folded and shows no signs of inflation. The stent shows no damage or irregularity. The crimped diameter of the stent complies with the specification. The angiographic material shows multiple pre-dilations along the entire length of the rca, followed by the implantation of three stents. All three stents were positioned, implanted and post-dilated with no visible issues. The complaint event itself is not visible. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. Considering the physicians event description, the most probable root cause for the reported event is related to the patients anatomy.